Event description:
It was reported that the ghs350 hydraulic lift leans when the end user is up in the lift. Provider states you cannot move the lift. The provider states the mast and boom are leaning.